Event description:
It was reported that a patient presented in-clinic. The patient's right ventricular lead had been capped on (B)(6) 2015 for an unspecified reason. No patient consequences were reported and the patient was stable.

Manufacturer narrative:
Further information was requested but not received